Event description:
The customer reported that x-ray is not possible due to a stuck footswitch.

Manufacturer narrative:
(Conclusions) - the investigation found that the problem was caused by a defective foot switch. The problem was resolved after the foot switch ((B)(4) monpl. Footsw. Cardio) was replaced. Based on trending analysis, there is no exceptional replacement rate for this component. Therefore there is no need for a mandatory field action. (B)(4).